Event description:
It was reported that (1) lcsc5 was used during a lavh procedure. It was reported by the rep that the surgeon was using the lcsc5 and the blade would not cut and coagulate for two or three seconds before giving a solid tone. Considerable bleeding occurred and the surgeon had to open a atw35 to control the bleeding. The case was completed without any other incident. There was no consequence to pt.